Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The patient noted discomfort under the breast area when laying on the side to sleep. The lead was reprogrammed and remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.